Manufacturer narrative:
Reference MFR report # 2916596-2016-00801 for the report of the patient's expiration. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient underwent a pump exchange on (B)(6) 2016 due to receiving multiple driveline fault alarms. The first driveline fault alarm was reported to have occurred on (B)(6) 2016. Review of the submitted log file by the manufacturer's technical services representative revealed that motor function was not affected by the event. The system controller was exchanged and the alarm occurred again. An on-site evaluation was performed by the manufacturer's technical services representative. X-ray images of the percutaneous lead prior to the repair were found to be unremarkable and the phase interrupter test did not indicate any broken wires within the percutaneous lead. A small kink was found near the distal end bend relief and the distal end of the percutaneous lead was replaced on (B)(6) 2016. The issue did not appear to resolve post-repair and the patient underwent a second percutaneous lead repair on (B)(6) 2016 during which the maximum length of the percutaneous lead was replaced. The driveline fault alarm occurred again and was confirmed through a third log file review by the manufacturer's technical services representative. Based on the review of multiple log files, motor function did not appear to be affected by the events. As the maximum length of percutaneous lead had been replaced during the second repair, the patient underwent a pump exchange on (B)(6) 2016. The patient expired on (B)(6) 2016 due to intraoperative complications.

Manufacturer narrative:
Evaluation of the returned pump confirmed an issue that would have contributed to the reported driveline fault alarms. A percutaneous lead (lead) replacement was performed on (B)(6) 2016; however, the reported alarms did not resolve and a second percutaneous lead replacement was performed on (B)(6) 2016. Approximately 6.5 inches of the original distal end of the lead replaced on (B)(6) 2016 was returned and approximately 21 inches of the distal end of the lead replaced on (B)(6) 2016 was returned. Electrical continuity testing of both replaced lead segments found that all wires were electrically intact. Examination of the underlying wires found no areas of compromised wire insulation or damage to the inner metal conductors along the length of both returned lead segments. Following the second percutaneous lead replacement, the driveline fault alarms did not resolve and a pump exchange was performed on (B)(6) 2016. Upon disassembly of the pump, no depositions or thrombus formations were found. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The lead was returned cut approximately 9 inches from the pump housing and the remainder of the lead was returned in one segment. The outer silicone sleeve was removed, revealing an area of breakdown of the metal braided shield on the proximal returned portion of the lead at approximately 6.5 inches to 7.5 inches from the pump housing. Visual inspection of the underlying wires found that the black wire was partially fractured at approximately 7 inches from the pump housing. The observed wire damage appeared to be the result of fatigue failure due to a combination of abrasion against the braided shield as well as repetitive flexing of the lead in this area. The fractured conductors of the black wire would have resulted in the reported driveline fault alarms captured in the submitted log files. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.